Manufacturer narrative:
This report is filed on august 23, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. Re-implantation is planned but has not occurred as of the date of this report august 23, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. This report is filed november 1, 2016. Device not yet returned to manufacturer.

Manufacturer narrative:
This report is submitted january 11, 2017.